Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted thoracic procedure, on the fourth firing, the pulmonary vessels leaked on both sides of the cut line in the middle of the vessel. It was oozing. A clip was placed on either side without consequence. The pt is currently fine.